Event description:
The pt has been experiencing low blood glucose levels. Pt performed a blood glucose test on the suspect device and obtained a result of 253mg/dl and took insulin. Pt began to act weird and unfocused so pt's wife called the emts. The emt's came and tested pt's blood glucose on their own device and obtained a reading of 8mg/dl. Pt was given an IV and glucatrol shot and taken to the hosp and kept overnight for observation.